Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the right atrial (ra) lead exhibited a lack of pacing at high output. The physician opted to downgrade the pacemaker from dual chamber to single chamber, therefore, removing the ra lead and implanting the right ventricular (rv) lead only. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an attempted implant, the right atrial (ra) lead exhibited a lack of pacing at high output. The physician opted to downgrade the pacemaker from dual chamber to single chamber, therefore removing the ra lead and implanting the right ventricular (rv) lead only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.